Event description:
Advanced through a long coronary sinus intubation sheath. After advancing this assembly, multiple attempts were made to advance the glidewired into the coronary sinus unsuccessfully. So at this point, I advanced a diagnostic quadripolar ep catheter through the sheath and this was carefully advanced into the coronary sinus, following which the sheath was advanced over this ep catheter into the coronary sinus. After removal of the ep catheter, a quick venogram was obtained showing the coronary sinus intubation sheath within the coronary sinus. However this sheath was seen to be severely kinked at the ostim of the coronary sinus which would make it difficult to advance and support a cs lead. Therefore, the sheath and glide wire which had dislodged, were removed from the 9 trench sheath and a new multipurpose sheath was advanced over a steerable quadripolar catheter followed by performing a coronary sinus venogram. Now, a veno?occlusive balloon was advanced through the sheath into the coronary sinus and the balloon was inflated, followed by injecting the coronary sinus with contrast showing the coronary sinus lead over a whisper extra-support 014 thousandth wire into this branch with the lead easily passing over the wire into this low diaphragm capture. Following this, after obtaining desired numbers and qrs morphology with lv pacing which was achieved with true bipolar pacing off the 1st and 2nd poles of the quadripolar lead this was determined to be the final location of the lead with an r wave sensing of 14.2mv, impedance of 548 ohms and threshold of l.sv at 0.4 ms. After splitting the cs sheath and then the 9 french sheath, I ancholred the cs lead and then when pulling out the 014 angioplasty wire, the cs lead dislodged into the rv. So at this point the lead was dis-anchored and pulled out and a new access puncture into the right subclavian was obtained. A long sheath was directly advanced over a long wire and then into the cs with the help of a deflectable ep catheter followed by re-advancing the lead into the target mid pl branch over the angioplasty wire. After obtaining favorable qrs morphology and satisfactory thresholds with no diaphragmatic capture noted on maximum output pacing, the long cs sheath was once again split and then the lead was anchored onto the pectoral fascia. This time the 014 thousandths wire has been pulled back significantly and the lead remained stable in the pl branch in the same position after pulling the wire out. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).